Event description:
It was reported that the insulin pump alarmed button error. The device was next to the customer in the bed. The customer had reverted to manual injections. The customer's blood glucose was 16 mmol/l. The insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The esc button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.